Event description:
This pi is for the hip revision. A robotics complaint form came in reporting a monitor issue . The form indicated that the case type was tha 5.0 and was a revision of stryker implants.